Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The customer chose not to replace the motor at this time. The system was found to be working and put back into service.

Event description:
The customer reported the system displayed a "bad iris pot" error message. This error prevents the x-ray function from working and it will shut the system down. There is no report of pt injury or death.